Event description:
It was reported that during a stone lithotripsy procedure to treat kidney stone, the laser stopped delivering energy. The fiber was checked and found to be broken near the port. It was replaced for another fiber and the case was completed. There was no patient complication.